Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-06240. It was reported that the burr became stuck on the rotawire. The (B)(4) target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. (Lad). A 1.50mm rotalink(tm) plus and a rotawire were used for treatment. During the procedure, it was noted that the burr locked up on the rotawire. Both devices were then removed from the patient's body and further noted that both devices could not be used. The procedure was completed with a 1.75mm burr. There were no patient complications reported and the patient's condition was good.